Event description:
The reporter stated a 12.0mm icm120v4 implantable collamer lens broke during loading. There was no pt contact or injury. Another same model lens was implanted. The reporter stated they felt the lens was defective.